Event description:
It was reported that the patient underwent a revision procedure approximately 5 years post implantation due to a dislocation. The procedure was completed using a larger liner. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - unknown competitor head; unknown competitor stem; unknown custom acetabular. Reported event was confirmed as via medical records. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues. Patient reported she turned in her wheelchair and her custom-made implant came out. Patient alleged, "they were going to try reduction surgery which they did but with this custom-made implant it was not possible." Patient further alleged, "as there was very little to attach any implant to my now wasted pelvic bone area thanks to the metal poison. He said they would put a larger liner in place this they did." Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. However, it was noted that zimmer biomet liner was used in conjunction with a competitor head which is not a compatible interaction. It's unknown if this caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.